Event description:
The clinician reports the implant was inserted (B)(6) 2017 in ada 27 of the patient's mouth. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type IV and poor oral hygiene. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.